Event description:
During t2scn surgery (200mm nail), misdrill has occurred with targeting device. Screw was also out of the screw hole of the nail, so the surgeon extracted the screw. Finally, only one screw has inserted to the proximal hole of the nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.